Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body separated from the twist clamp of a peritoneal dialysis (pd) transfer set. This issue occurred before use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 (added b01) and h10. H10: the sample was received for evaluation. A visual inspection performed with the naked eye noted the white twist clamp separated from the main body on the transfer set. There were no evidence of damage on the occluder legs. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the white twist clamp was observed to have separated from the light blue main body. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.